Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, the stent migrated when removing a stiff guidewire. Per the device directions for use: "in tortuous vessels, a stiff guidewire may cause binding within the neuroform microdelivery stent system during deployment. In such cases, use only soft guidewires, and position the floppy section of the guidewire within the stent." It is likely that the device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the reported event.

Event description:
The article reported that the patient presented with left border zone infarction and cerebral angiography indicated a significant stenosis; therefore, endovascular recanalization therapy was performed. During the procedure a stent was delivered to the internal carotid artery (ica); however, after the guidewire was removed the stent dislodged and migrated to the c4 segment of the ica. The physician used a snare loop device to remove the stent. No patient complications were reported.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The suspect device was disposed.

Event description:
The article reported that the patient presented with left border zone infarction and cerebral angiography indicated a significant stenosis; therefore, endovascular recanalization therapy was performed. During the procedure a stent was delivered to the internal carotid artery (ica); however, after the guidewire was removed the stent dislodged and migrated to the c4 segment of the ica. The physician used a snare loop device to remove the stent. No patient complications were reported.